Event description:
The customer called report that they were hospitalized for high bgs and moderate ketones. The customer stated that they changed the reservoir due to the high bgs and the pump started to squirt the insulin out. The customer could not escape to rewind the pump. It was indicated that the reservoirs were changed twice. It was mentioned that the customer used a different brand of batteries and the pump remains blank since the day before the call.